Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the saline bag backfill could not be duplicated and did the cbe upgrade on the unit in order to prevent recurrence of the event. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event of saline bag backfilled during recirculation was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). There have been no adverse events associated with the reported issue. The event occurred during set-up mode. A patient was not connected to the machine at the time of the incident. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A biomedical engineer at the user facility reported a saline bag backfilled in recirculation while the unit was being setup for use. A patient was not connected to the machine at the time of the incident. The drain line length and height are within specification. There are no quick disconnects used on the drain line. The air separator adapter board has been installed, the software upgrade was completed, and back flow prevention was added. No alarms were noted at the time of the event. The biomedical engineer confirmed the machine was operating properly. The reported event was not able to be duplicated during troubleshooting by the biomedical engineer. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned for evaluation by the manufacturer.